Manufacturer narrative:
The product information was not provided by the reporter. Brand name, common device name and device product code were unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device was still inside the attachment device and could not be removed, thus, not allowing the completion of the pretest. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that an unknown burr device got inside the attachment device. The reporter indicated that the burr device was fractured. According to the reporter, nothing fell into the patient and all of the pieces were retrieved. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product information was not provided by the reporter in the initial report. Therefore, all of the product information was documented as unknown. The device was returned for investigation. As part of the investigation, the burr device was removed from the attachment device and the burr device was identified as (B)(4) batch j283107637. The device information was updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.